Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient was admitted to the hospital and the hospital staff said the pump was not working. The patient had been given oral meds. No symptoms were reported. No further complications were anticipated/reported.